Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint.- patient was revised due to pain and elevated cobalt levels. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (left side). Update 08/24/2012: litigation documents were received. Litigation alleges that the patient suffered pain, stiffness, discomfort, excessive levels of chromium and cobalt and weakness which in turn negatively affect the patient's mobility and quality of life. There is no new information that would change the outcome of the investigation. Update 9/2/2015: pfs and medical records received. After review of the medical records for MDR reportability, the stem and taper is being added for the alleged high metal ions (no labs provided). All the medical records apply to the right hip. The complaint was updated on: 9/29/2015

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.